Manufacturer narrative:
One opened broken phaco tip in a rubber chamber was received in a tray with other items for the report. The returned sample was visually inspected and was found to be nonconforming, with the phaco tip broken at the aspiration bypass hole. The phaco tip had even wall thickness at the jagged break and wear was observed on the threads, back of flange and nut, consistent with threading on a handpiece. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Photo attached to the parent file was reviewed by the manufacturing site. The photo shows a broken phaco tip within the eye, confirming the reported issue. The exact root cause could not be determined from the investigation performed. The returned sample is visually non-conforming with the phaco tip broken at the aspiration bypass (ab) hole therefore, a broken tip was confirmed; however, how and when the phaco tip became broken could not be determined. The phaco tip visual inspection does not show any manufacturing issue that would cause the broken phaco tip. The exact root cause for the broken phaco tip is unknown; therefore specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the broken phaco tip exhibited on the returned opened sample, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the balance tip was broken inside the eye during surgery. There was no patient harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).